Manufacturer narrative:
Manufacturer reference number: (B)(4). The device was returned to baxter and an evaluation is in progress. When the evaluation is complete, a supplemental report will be submitted.

Event description:
It was reported that a pump was alarming for a system error 110. The pump was being programmed to begin administering saline, in the IV cancer center. After the alarm began, the pump was removed and switched out for another pump. The delay in therapy was about ten minutes. There was no medical intervention and there were no adverse effects. No further steps were taken after the delay and the original plan of care for the patient was not adjusted.